Event description:
It was reported that the patient presented to the clinic on (B)(6) 2022 for a follow-up. Upon interrogation of the implantable cardioverter defibrillator (ICD), it was noted that there was post paced t wave oversensing on the device. The device was not reprogrammed but will be monitored going forward. The patient was in stable condition.